Event description:
I had left eye cataract surgery on (B)(6) 2010 using amo intra-ocular lens model z9002 and developed burning sensation, redness, yellow drainage, sticky eye post surgery. I informed my doctor when I went for follow-up visit and he informed me to continue the prescribed eye medication - i.e. Antibiotic, cortisone, eye lubricant. The above mentioned symptoms never went away. He proceeded to do the right eye for cataract surgery on (B)(6) 2010 using abbott medical optics intra-ocular lens model z9002. I had a follow-up visit after the surgery and informed him that my right eye was burning from the eye drop and also had redness, sticky, white to yellow drainage. The doctor changed some of the eye drops and my eyes never got better. I went for a follow-up visit again and informed him that the eye drops never helped relieved my symptoms. He finally informed me that he did not know what was wrong but to refer me to a specialist in (B)(6). I went to see my primary md and they referred me to an eye specialist at (B)(6) where I had another surgery on the left eye. I had eye infection which the (B)(6) made a comment that the "infection is uncommon and it was misdiagnosed."